Event description:
It was reported an implant embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up visit, a transesophageal echocardiogram (tee) was performed, and it was noted the device had embolized to the aortic arch. The patient had reported shortness of breath symptoms since the index procedure. Vascular surgery was performed where the closure device was explanted. The patient was hospitalized for three (3) days following, as there was a drop in hemoglobin to 5.5 and it required a blood transfusion. The patient is stable and doing well.